Manufacturer narrative:
The qc was performed on the meter and both levels passed. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). (B)(6). The same finger was used for all fingersticks, but different areas of the finger were used.

Manufacturer narrative:
No product was returned. Therefore, further investigation was not possible.